Event description:
The doctor reported the handpiece will not held the bur. The bur came out of the handpiece while in use in a pt's mouth and the pt almost swallowed it. There was no injury to the pt.